Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one opening extended on the radius, red particles on the shell and gel, underweight and crease flat. A microscopic analysis was performed which identified one opening sharp on the radius. A dimension measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: one sharp opening on the radius assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.